Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter observed within the cassette of a homechoice automated pd set with cassette. The pm was further described as, ¿black spot inside the cassette¿. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h10: the device was received for evaluation. A visual inspection with the naked eye noted one black embedded particulate matter (pm) on the cassette. The size of the pm was measured and found to be 0.08 mm squared, which met the acceptable specification limit. Functional tests including an underwater pressure test, self-test, and priming tests were performed with no issues noted. The reported condition of pm was verified however, the pm was embedded and not in the fluid path. Therefore, the device was found to be a conforming product. Only particulate matter (pm) that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harm and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm if it were to recur. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.